Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed a blank screen with a cracked and damaged display. A test display screen was used and noted to work properly. Unrelated to the original complaint, the battery compartment was noted to be cracked.